Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire and jammed. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip,orange indicator did not show up,short feed the analysis results of the el5ml found that it was received with jaws in the closed position and with one malformed clip jammed. The trigger was manually assisted in order to open the jaws; without any difficulties noted. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, two non-consecutive short feed incidents were noted. The remaining clips were conforming to our manufacturing specifications. The device locked out as intended but the orange indicator was not visible. These findings are not related with the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.